Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide device referenced is being filed under a separate manufacturer report number.

Event description:
It was reported that the sutures of two proglide devices were successfully pre-placed in the right common femoral artery via a 8f sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure. The sheath was upsized to a 16f and the tavr procedure was completed. Reportedly, a suture break occurred with both proglides when attempting to close the access site. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy no additional information was provided.